Event description:
It was reported through a clinical survey that a 67-year-old, underweight, female patient was emergently admitted to the intensive care unit with ¿sepsis from pressure ulcers.¿ the patient presented with a braden score of 11 and 4 pressure injuries at the onset of treatment. One stage 3 and one stage 4 for pressure injury involving the heel area. Additionally, the patient presented with two unstageable pressure injuries involving the sacral and trochanteric areas. During the treatment period, the two pressure injuries involving the heels improved by 40% reduction in volume. However, two new stage 2 presenting in the elbow area, reportedly contributing to a deterioration in the patient¿s health, resulting in prolonged hospitalization and ultimately, death. The survey respondent noted that there was no device malfunction, and the product was being used in accordance with the indications for use. Several comorbid conditions and medications are noted which may impede wound healing. Given the previous information and the multi-factorial nature of pressure injury development it cannot be conclusively determined that the product had a causal relationship or contribution to the patient¿s outcome. Nonetheless, we are choosing to file this event out of an abundance of caution. No additional information was provided. Additional attempts are being made to obtain more information.

Manufacturer narrative:
Multiple attempts have been made to gather further information, with no response received.

Event description:
No new information.